Manufacturer narrative:
The complaint is confirmed based on the customer photos, which display the tip of the outer sleeve that had been damaged. The device was not returned for physical evaluation. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion.

Event description:
It was reported that during a foot surgery the anchor could be inserted, but the tip of the driver was deformed. The surgery could be completed today without any problems. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.